Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Event description:
Caller tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 3.16 inr. Caller was advised to only take half of his usual coumadin dose based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.